Event description:
After 28 months of implantation, it was reported that during a routine follow-up interrogation that there was no atrial capture possible. In addition, there was intermittent atrial sensing. Note: ela medical, inc. Was notified of this case in 2003 and at that time the device was re-programmed and remained implanted. However, 3 weeks later the pacemaker was explanted because of high atrial lead impedance and loss of capture in both unipolar and bipolar as well as marginal atrial lead sensing. It was reported to co that the atrial set-screw was loose. The set-screw was tightened and testing showed normal lead impedance in bipolar, but remained high in unipolar. It was also reported that when the physician performed the unipolar testing, the device was outside of the pocket.